Event description:
Report received from abbott international affiliate (abbott-canada) which states "a pt was having seizures. The hospital staff was attempting to attach set to the pt's access device but could not remove cap. Another set had to be used. The pt's IV access was no longer patent and another access device was inserted. No consequences to the pt." Although requested, no additional information has become available.

Event description:
Add'l info received from abbott int'l affiliate, ai-canada which states, "the pt has a diagnosis of seizures and was having a seizure at the time of the incident. The pt arrived in the emergency room and they were trying to connect an IV to administer medication to treat the seizure. The line was primed and the cap would not come off. It was initially reported that the child's IV access was no longer patent and another access device was inserted. New info indicated there was no reported loss of IV access line, blood loss, bleed back or air that entered the pt. The rptr also mentioned that there was lost time but no ill effects to the child." No further info was provided by the rptr.